Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent while performing automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of and treatment for the event was not reported. It was not reported if extraneal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the cloudy effluent. No additional information is available.